Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was chipped where the cartridge fits onto the pump. Reportedly, the cartridge would not fit. The user was able to successfully load a cartridge; however, it took many attempts for a cartridge to be loaded. Additionally, it was reported that the patient line separated from the cartridge. The user's blood glucose level was 120 mg/dl. Reportedly, the user would continue to use the pump until replacement pump is received.

Manufacturer narrative:
No cartridges were returned for evaluation. (B)(4).